Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the implant. The patient was then treated with topical antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on december 01, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis at the implant site (specific date not reported). Subsequently, the patient underwent a skin flap rotation surgery (specific date not reported) to repair the skin defect. The implanted device remains. This report is submitted on may 17, 2023.

Manufacturer narrative:
Correction: per the clinic, there is no infection, the topical antibiotics were prescribed prophylactically. This reported is submitted on september 15, 2023.